Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot numbers found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the cassette could not be attached to the pump because it showed overpressure alarm. The cassette had to be discarded. There was patient involvement with no human harm reported. Possible lot number 4371993 or 4453424.